Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's glucose reached 485 mg/dl, while wearing the pod between 37 and 48 hours on the hip/buttocks area. Upon inspection, it was noticed that the pod was leaking, and the cannula was not properly inserted into the skin. A new pod was applied to treat the hyperglycemia. The pod was discarded